Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the subject flex video scope device was leaking green liquid down onto the tip of the scope. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. According to the investigation, product analysis confirmed that the foreign material could not be analyzed as the substance was not available for sampling. The root cause could not be identified. According to the investigation the most probable cause of the complaint is that the cause was not established, which indicates that the investigation findings did not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.